Manufacturer narrative:
The suspect product is the softclix plus lancet.

Event description:
Reporter alleged the softclix plus lancet system used in finger-stick blood glucose testing is not working properly due to the lancet needle not pricking finger for a test. The manufacturers evaluation dept determined the lancet needle sticks out of the dial cap when the plunger is pressed for priming and will not retract. The location of the original alleged incident was not provided. As a result, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Softlclix plus lancet system: catalog # 04628349001.